Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that when the repair set was being placed, it broke apart at the bifurcation. The entire device was removed and another product was used to the complete the procedure. There were no reported adverse effects to the patient as a result of the product problem.